Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record for the lot reported was reviewed for compliance and no issues were observed. The product was manufactured, tested, and released in compliance with our procedures. The doctor decided to test the two valves for closing presure, which is not listed as a procedure in the IFU. The doctor implanted one of the two valves and saw that the valve was leaking continuously when fluid was put into the anterior chamber after implantation. The doctor tied off the tube because he was concerned about over filtration.

Event description:
Dr. (B)(6) stated that there was no pressure needed to prime two valves. One of the two was implanted as the doctor did not want to open a 3rd for one patient. The valve was tied off and put slits. After implantation, the doctor saw that fluid was leaking from the valve continuously.